Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received a shock for which they were admitted to the hospital. During the hospital stay the patient experienced another ventricular fibrillation arrest. The shocks failed to convert the rhythm, all therapy was exhausted and the patient was externally shocked. Subsequently, a revision procedure was performed in which a splitter was utilized to plug into the right ventricular port of the device. The device remains in service. No additional adverse patient effects were reported.